Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the connector leg (proximal conductor) area is bent at 2.2 cm and this could effect rotation of connector pin. A slight resistance was felt while rotating the connector pin (due to the connector leg being bent). (B)(4).

Event description:
It was reported that during implant the right atrial lead helix would not extend. After removing the lead from the patient's body, the physician attempted again and the helix would not extend even with an excessive number of turns. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.